Manufacturer narrative:
On the event date november 14, 2022. Customer returned insulin pump for an alleged motor error alarm, low battery alarm, battery power loss and insulin pump error alarm. Insulin pump passed stop current, run current, self test, off no power, insulin pump error error test, rewind, basic occlusion test, occlusion test, prime/insulin pump error test, excessive no delivery test and displacement test. No motor error alarm, no power loss alarm and no insulin pump error alarm during testing. Insulin pump history download using thds was successful. However, device confirmed at the insulin pump history file event date and time of alarm: november 14, 20208:26:05 alarm #43 - alrm_motor_error - motor error. Problem isolated to the motor assembly. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed. The following were noted during visual inspection: no cosmetic damage found. Device passed required testing. However, confirmed motor error alarm at the insulin pump history file. Not confirmed power loss alarm and insulin pump error alarm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Customer blood glucose was 49 mg/dl at the time of incident. No further complications were reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer received a21 alarm and low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer able to clear the alarm and rewind the pump. Product will be returned for analysis. The customer will discontinue to use of the device.